Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01711. This report is being submitted as additional information approximate age of device (age of device:5 years, 9 months, 26 days). The patient remains ongoing on heartmate ii lvas. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists device thrombosis and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. This section also explains that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 5 provides details regarding the preparation, installation, and orientation of the sealed outflow graft. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with bleeding from rectum. The patient had sudden onset of epigastric and lower abdominal pain and received low flow alarms. On (B)(6) 2018, it was reported an echocardiogram was done and system controller was changed. The patient¿s hematocrit and lactate dehydrogenase (ldh) remained stable and patient received 2 l of fluids. Considerable amount of thrombus within the outflow cannula was observed. A CT angiography was preformed of chest, abdomen, and pelvis. However; test results were unavailable. The patient was started on a bivalirudin infusion. There were no changes made to pump parameters. The patient was in stable condition and the current plan was to remain admitted until transplant. Reportedly, the rectal bleeding and abdominal pain resolved. No additional information was provided.